Event description:
Aci's international distributor reported that a pt underwent a coronary intervention procedure on (B)(6) 2012. Post procedure, the physician who is a trained user selected the mynxgrip device to close the access site. It was reported that the physician shuttled the device down until it stopped to deploy the sealant. Then the physician retracted the sheath and shuttle back up. At that point it was noted that there was no advancer tube visible and the mynxgrip sealant was observed outside of the pt (between the pt and the shuttle). The doctor deflated the balloon, removed the device, and converted the pt to manual compression (mins unk) with no further complications.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the sealant sleeve pulled back against the shuttle. The advancer tube was separated from the device and the proximal tip was damaged. A number of component features were measured that may have contributed to the incident. All features were found within specification. The root cause for the reported failure could not be conclusively determined. The review of the lhr (lot f1125101) indicated that the mynx lot met all established performance criteria prior to shipment.